Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint is for a report of a use error - reuse of single-use product, where the home patient stated that they reused supplies. This complaint is confirmed because reusing supplies is a use error that can cause contamination, however the assignable cause is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed health professional from (B)(6) of reused equipment and peritonitis in a (B)(6) female patient coincident with dianeal therapy. During a call with baxter (B)(4) technical service center, the following was reported. On an unreported date, the patient reused equipment. On (B)(6) 2012, the patient was diagnosed with peritonitis. On the same day, before the start of antibiotic therapy, a peritoneal effluent analysis was obtained. The patient was treated with vancotroy injection 2gm ip stat (repeat on 7 day), fortum injection 1 gm/day ip (for 14 days and keep for 6 hours). No additional information is available as of the date of this report.